Manufacturer narrative:
Test strip lot number: not provided.

Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was displaying the apply sample message. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.